Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experience inadequate stimulation. The patient underwent a lead addition and ipg replacement procedure. The patient was doing well post operatively. The explanted product was disposed at the facility.